Event description:
The pt's husband reported the lancet does not retract into the softclix lancet device. The husband states he accidentally stuck himself with an unused lancet reported and no medical treatment was required or rec'd. Technical support requested the return of the suspect product and replacement product was shipped.